Event description:
Consumer's daughter called stating that her mothers m51 power chair allegedly loses power after a few hours and then will stop.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m51, serial number/date code and age of product are unknown. The owner's manual part number 1125085 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device states that the battery has been replaced 3 times, the motor has been replaced once and the on-board charge was also replaced since (B)(6) 2010, when power chair was purchased. The consumer's daughter sent a letter stating that her mother's m51 power chair will allegedly lose power after a few hours and then the power chair will stop. After the dealer had replaced the battery on 2 occasions, within a one year time frame, they then decided that they would replace the battery for a third time along with the motor. The loss of power problem persisted. The dealer then replaced the on-board charger. Consumer thought the problem was resolved when the week of august 12th the power chair allegedly started to lose power again. The consumer had to plug the charger into the lobby of her building in order to make it back to her apartment. The consumer continues to charge the power chair regularly, 8 hours overnight, but the problem continues. The consumer does not feel confident going out in the power chair and will pass up activities. It is severly limiting the consumer's lifestyle. No injury has been alleged. The malfunction has not been confirmed.